Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of the type 3a endoleak of the left common iliac artery, and the aortic sac growth of 36.5 mm. The events are most likely user related due to the left limb portion of the bifurcated stent graft was twisted distally, which most likely occurred during implant. Procedure related harms for this event could not be determined. The final patient status was reported to be doing well following a successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply.¿ device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, 2 limb extensions and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure the patient presented emergently with belly pain. A type iiia leak was identified between the afx main body left limb and the left limb extension. Aaa growth of approximately 4cm was noted since time of index implant (6cm to 10 cm). The patient underwent repair and physician elected to treat with 4 ovation limb extensions and one limb extension with 50 percent overlap between main body and left limb extension. At this point the angiogram still noted there was still a small leak between the pieces mid-way down and physician placed a gore cuff (non-endologix). Final angiogram showed no leak and patient is doing well.